Manufacturer narrative:
The device remains in service pending a replacement procedure. This report will be updated when additional information is received.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The device had a remaining longevity of four years at the device check last year. Now the device had reached explant battery status. Device data was submitted for review. Engineering confirmed the device had no resets or error codes, but the battery was exhibiting the same depletion characteristics of the low voltage capacitor 2014 product advisory. Device replacement was recommended. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Despite efforts, no additional information was able to be obtained about this patient and device. It is not known if or when the device might have been replaced. The device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.